Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).

Event description:
It was reported by the patient that the patient presented to the emergency room (ER) after the device delivered four shocks. The patient stated a medical equipment company representative checked the device in the ER and stated "there was no reason for (the) device to deliver therapy." The patient understood from the physician that the device will be replaced when it indicates elective replacement (eri). Follow-up with the physician's office revealed that the performance data reviewed during the interrogation at the ER was cleared and is no longer available, however, the patient was seen in the clinic subsequent to the ER visit and the device was re-interrogated. No lead issues were noted that could have caused the therapy delivery, nor were device issues noted. The patient is being monitored remotely and eri has not been reached yet. The device remains in use. No further patient complications have been reported as a result of this event.